Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken distal tip. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a segment of the conductor wire dislodged from connector at back end. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The complaint was confirmed by failure analysis.